Manufacturer narrative:
A partial lead with the connector portion measuring 7.8 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-07332, 2017865-2020-07334, 2017865-2020-07338. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.